Manufacturer narrative:
Additional product component: model number/catalog number: 72400152 and 72400151, batch/lot number: 558281005 and 561099002, model/catalog description: reservoir 65ml and inflate/deflate pump fgs.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: analysis of the cxm 14cm device confirmed that both cylinders had leaks in the cylinder body with wear at the corner of a fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number 72400152 and 72400151, serial number: null and null, batch/lot number 558281005 and 561099002, model/catalog description reservoir 65ml and inflate/deflate pump fgs.